Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running high from the 300-400's mg/dl. Customer does not know what could be causing the high blood glucose. Customer's blood glucose was 431 mg/dl. Customer has not corrected. Customer stated that she has a back-up plan. Troubleshooting was performed and the pump passed the high pressure test. Customer removed the set from the body and the cannula was bent. Customer stated that the cannula was occluded. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.